Event description:
Family member of home patient (hp) contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of hp's homechoice machine during the initial drain cycle of the automated peritoneal dialysis therapy. Reportedly, the hp awoke to the alarm and noted that the transfer set had become separated from the patient line of the homechoice set. Baxter's technical service center assisted the hp's family member in ending therapy early. The hp attempted to complete therapy by setting up with new supplies. During the second attempt at treatment, the hp again awoke to a system error 2240 alarm and noted that the transfer set had again become separated from the patient line of the homechoice set. The patient discontinued therapy for the evening. Hp reports that the transfer set's "threads were worn" which was causing it's separation from the patient line of the homechoice set. Hp went to the clinic the next day and was administered prophylactic antibiotics, 1000 mg ancef x 1. Rn reports the patient's transfer set was changed with no resulting injury.